Event description:
After the lens was inserted into the patient's eye, the doctor noticed the trailing haptic was bent. Doctor enlarged the incision to remove and replace the lens, stitches were needed.